Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Device was received with faded serial number label, cracked battery tube threads and cracked case along the side of the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display. The blood glucose at the time of the incident was unknown. The customer stated that the battery compartment was damaged. The battery cap and the spring was not damaged. Customer states the display was not blank less than 30 seconds and did not return. The customer was assisted with troubleshooting. The device will be returned for analysis.